Event description:
It was reported that a malfunction alarm occurred. Customer was instructed to reset pump to clear malfunction alarm. There was no reported adverse impact to the customer's blood glucose level.